Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 5mm 2cm saber percutaneous transluminal angioplasty (pta) balloon was ruptured during the procedure. Therefore, the saber couldn't be used for the procedure and another saber was used. There was no reported injury to the patient. The device was stored, handled, and prepped per the instructions for use (IFU). The device will be returned for evaluation.